Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter had migrated/dislodged. There was discussion that that the patient had fell and the catheter started working its way through the skin and was exposed outside of the body and explanted due to infection around (B)(6) of 2013. Since, the patient has been implanted with a new pump and catheter.

Event description:
It was reported the patient reinjured his back about three weeks ago. The patient broke a vertebrae and it exposed the catheter. Pseudomonas was found on the catheter, not the tissue. The patient stated the pump is not any good anymore. There was six months left on the battery. The patient is on oral morphine at this time. The pump was delivering morphine. It was later reported the pump was explanted. The patient needed a new pump and catheter. The patient was seeking a surgeon to manage their care. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that after his pump was taken out, they let the infection clear up. The patient had to go 30 days without the pump and it took him 8 days to get off the morphine. They then put in the new pump.